Event description:
Event description cpi received information that at the implant of this endotak transvenous defibrillation lead, during the left subclavian stick, the patient developed a pneumothorax. The physician elected to place a left chest tube in the patient. There is no allegation against the lead.